Manufacturer narrative:
One fogarty catheter was sent to our product evaluation laboratory for evaluation. As received, the balloon was found to be ruptured in the middle area. The balloon edges did not match at the ruptured region. Both balloon windings were intact. No other visible damage was observed on the catheter. An engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient with this fogarty catheter, the balloon burst. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Added: e1 (address) updated: h6 (type of investigation, investigation findings, investigation conclusions). Further investigation was completed by the engineers in the manufacturing site. Customer report of balloon burst was confirmed. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. Additionally, it could be verified that as part of the catheter manufacturing process, the units go through a balloon and winding inspection. Per the instructions for use "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.